Event description:
The physician used a "spectrauetics, cux-300 lazer unit" to perform the laser angioplasty. The pt's hospitalization was not prolonged as a result of this incident. Reportedly, it is unk if the graftmaster device caused or contribution to the dissection.

Event description:
Reported due to dissection. The physician was performing laser angioplasty on a "100% (percent)" stenosed lesion, in the proximal left circumflex (lcx) artery when a perforation occurred. The size of the perforation is unk. The graftmaster stent graft was implanted and sealed the perforation; however, a dissection occurred from the "lmt (left main trunk) to the lad (left anterior descending) artery." A cypher stent was deployed and used to treat the dissection. At last report, the pt was described as having "no problems." It is unk if this event prolonged the pt's hospitalization. Although requested, no additional info was provded.